Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that an issue occurred with an enteral feeding pump. There is no reported patient involvement. Upon follow up with the customer on (B)(6) 2018 the customer stated that the display flashed off, and you are unable to read the display.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
An evaluation of the kangaroo joey pump was performed and the customer states ¿the unit has screen damage. There is no reported patient involvement. Upon follow up with the customer on (B)(6) 2018 the customer stated that the display flashed off, and you are unable to read the display¿. The unit was triaged and the customer¿s reported condition was confirmed. All device history records are reviewed for quality inspections and parameter compliance prior to releasing the product for shipment. Complaint trending information is being reviewed on a monthly basis and if a trend is observed, actions will be taken as necessary. If information is provided in the future, a supplemental report will be issued.